Manufacturer narrative:
It was reported that a revision surgery was performed on the patient for unspecified reasons. After repeated requests, smith and nephew has been unable to obtain the information pertaining to the revision surgery, device details or confirm the alleged deficiency with the devices. Smith and nephew has an outstanding request with the reporter for information. As device details were not made available, device history record and complaint history review cannot be conducted. A clinical evaluation noted that no clinical relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. We will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by (B)(6). A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information, surgical procedure/post-operative care review, and device labeling (including technique guides, ifus, etc.). Clinically relevant supporting documentation was not provided; therefore a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time.

Event description:
It was reported that a revision surgery was performed on the patient for unspecified reasons. No additional information available.